Manufacturer narrative:
The insulin pump was returned for a blank display and crack on the back of insulin pump on the battery compartment on (B)(6) 2021 (event date). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label faded and peeling, stained keypad overlay, case cracked behind the pump at the corner of the belt clip rails, case cracked behind the pump near the battery compartment and cracked battery tube threads. Moisture damage was found on the electronic assembly electrical board 1 and electrical board 2, the motor and force sensor during visual inspection. The insulin pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. Electrical board 1 and electrical board 2 were cleaned with isopropyl alcohol with no effect. Swapped out electrical board 1 and electrical board 2 and blank display persist. A test p-cap does lock into place inside the reservoir compartment properly. Blank display is confirmed. Blank display due to moisture damage on the electronic assembly electrical board 1 and electrical board 2. Crack on the battery compartment is confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the insulin pump doesn't came on even when they put in a new battery. Customer stated the insulin pump had crack at the back of the battery compartment and also at the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.